Event description:
Complainant alleged that while attempting to monitor a pt, they turned the device off after failing to get a nibp reading and the device failed to power on with both ac and battery power. The complainant alleged that the device finally powered on a half hr later and the device displayed a "low battery" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.